Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy has not been working as well as it used to for about 3 years. Patient said she had a fall on the bleachers and got her arm caught. Patient thinks the therapy quit working altogether. Patient met with a representative about 4 months ago and was told some of her leads were not working. Patient tried calling the representative today and left a message. Patient also said she has been trying to call the representative but hasn't gotten a call back yet. Patient reported she is getting a message on the recharger and the programmer that the stimulator is in a discharge state. Patient did not have her equipment with her to troubleshoot. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient did not have her equipment with her to troubleshoot or to provide sn. Pt states she will call at a later time as she's going to work. Pt states she did replace the batteries. Pss reviewed possible over discharge however reviewed we have to troubleshoot to see the error codes patient is getting. The issue was not resolved through troubleshooting. Additional information was received from the pt. Pt called back stating they have their equipment with them and would like to troubleshoot. Pt stated they are seeing the charging screen, with no coupling boxes. Pt confirmed that the first quartile is flashing. Pt stated that they cannot turn stim on; patient services (ps) reviewed with pt that stim battery needs to be charged at least first quartile before they are able to turn stim on. Pt stated they have already tried turning the antenna dial, confirmed placement is correct and on skin, stated no change to pocket site. Pt continued to try moving the antenna and eventually got 4-6 bars. Ps offered to replace antenna considering difficulty maintaining good coupling. A replacement antenna was requested. The rep reported they do not have any information on this event, but if they were aware of the event, they would have submitted the complaint.

Manufacturer narrative:
Concomitant medical product : product ID 37791 lot# serial# unknown implanted: explanted: product type recharger product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: other relevant device(s) are: product ID: 977a260, serial/lot #: va141l6005, ubd: 09-feb-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: va14gat027, ubd: 22-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.